Manufacturer narrative:
Correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implant of the pacing lead the lead exhibited placement difficulty. The stylet did not move inside the pacing lead. The physician was unable to push a stylet into the pacing lead. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead, and it was obstructed. There was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet was not returned. Visual inspection showed blood in the connector pin. Stylet insertion was tested dry on the bench using a stylet sample, the stylet passed through the connector pin into the inner coil, but it could not go any further at 15 cm measured from the proximal end of the pin. Because dried blood was observed in the connector pin, the lead was flushed with water. After flushing, the stylet passed the pin and inner coil to the tip without issue. This indicated that dried blood may prevent the stylet insertion during implant. Stylet wet and dry test results lead us to conclude that the blood could be dried up in coil lumen during implant and prevent stylet insertion, but this is not a lead performance failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.